Event description:
It was reported that a patient experienced suspected peritonitis coincident with automated peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. The patient experienced pain and cloudy effluent as a result of the event. The patient was not hospitalized for the event and treatment information was not reported. Peritoneal dialysis therapy was ongoing. The patient was reported to have recovered from the possible peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.